Manufacturer narrative:
The device was returned for evaluation as part of the complaint investigation. The results of this investigation are still pending,and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
D/l 2f PICC was leaking from catheter just to proximal to insertion site. ( not at hub connection- mid catheter length) PICC had to be dc'd and a new PICC placed. Catheter was trimmed to 25 cm-leaking at 18 1/2 cm.

Manufacturer narrative:
The complaint has been submitted to vygon germany, which is where this part was manufactured, for evaluation. Vygon germany reports the following regarding this complaint. The returned sample had been shortened distal of the 5 cm marking and was leaking at approximately 23.5 cm when flushing over the orange hub. When flushing over the green hub the catheter worked well. Microscopic examination showed a cut at the leakage area. It's a little longitudinal cut with a little oblique cut at its distal end (see photo). A sharp mechanical instrument likely damaged the catheter. As each catheter is leak and flow tested before packaging and the catheter worked well for 8 days, we can exclude a manufacturing defect. This is the first complaint for the involved batch no. And the 6th regarding a leaking code 4g07125232 within the last 3 years.

Event description:
D/l 2f PICC was leaking from catheter just to proximal to insertion site. ( not at hub connection- mid catheter length) PICC had to be dc'd and a new PICC placed. - catheter was trimmed to 25 cm-leaking@ 18 1/2 cm.